Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed lesion was located in a severely tortuous and calcified left anterior descending artery. The 2.50x12mm taxus liberte stent was unable to cross the lesion. After a plain old balloon angioplasty, it was still unable to cross lesion with an additional guidewire for support. It was then removed outside the pt and it was noted that the stent strut was damaged. The procedure was completed with another of the same device. Pt status is listed as good with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).